Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia procedure. During insertion of the balloon, when the surgeon attempts to inflate the balloon; it pops. The balloon physically breaks. The surgeon uses some lubrication. There were multiple cases and patients involved. Each time the balloon popped, a new one was used. No patient injury or extension in surgical time. Patient status is alive, no injury.